Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received and evaluation is performed. When the pump is dropped or hit against a hard surface: per the tandem user guide: "do not use your pump if you think it might be damaged due to dropping it or hitting it against a hard surface."

Event description:
It was reported that a malfunction alarm occurred. Reportedly the customer had dropped the pump. The customer¿s blood glucose (bg) level was displayed as ¿high¿; however, a specific value was not provided. The elevated bg was addressed by a correction bolus via the pump. The customer reverted to an alternate method of insulin therapy.